Manufacturer narrative:
Unit was received with normal operating currents and no unexpected low battery alarm noted. Pump trace download analysis confirmed the pump alarmed power loss alarm and replace battery alert. The power management tool indicated abnormal behavior of the lithium backup battery loaded voltage as shown on the power management graph and confirmed power loss alarm and replace battery alert due to connector resistance on the printed circuit board. After disconnecting and reconnecting the internal battery connector on the printed circuit board, the pump was monitored and functioned properly. Unit was received with cracked case along the side of the battery tube, missing reservoir tube retainer, missing reservoir tube o-ring, scratched case and minor scratched lcd window.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that insulin pump had replace battery now alarm and power loss alarm. Customer¿s blood glucose level was unknown. Customer stated that they received a prompt to change the battery and notifications was to replace and insert battery alarms. Troubleshoot was performed for power loss alarm. Customer stated that pump is not alarming at time of call and stated that they got a replace battery and could not change battery in time. Troubleshoot was performed for replace battery now alarm. Customer stated that they did not receive a low battery alert prior to the replace battery now alarm. The customer was advised that the pump will be replaced. The insulin pump will be returned for analysis.